Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella rp for mechanical circulatory support. The rp was placed post procedure of a mitral valve and aortic valve replacement through the right femoral vein utilizing the cannulation site. The sheath was removed, and a purse string suture was used to maintain hemostasis around the rp. The patient remained in the or with chest open to manage bleeding at surgical site. The patient was completely sedated overnight due to massive bleeding issues. The rv on an echocardiogram looked good. The impella was weaned and explanted at bedside using purse string suture that was placed at time of implant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.